Manufacturer narrative:
The insulin pump passed displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with scratched lcd window, cracked case display window corner, cracked battery tube threads, broken reservoir tube lip, with cracked reservoir tube and missing reservoir tube o-ring. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that one of the o-rings came off. The customer reported that the reservoir compartment broke apart. The customer's blood glucose was 472 mg/dl at the time of incident. The customer's blood glucose was 494 mg/dl at the time of call. The customer stated that they treated the high blood glucose by bolus with the insulin pump. The customer stated that they experienced nausea. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.